Event description:
A pt reported blood glucose results of "313, 212, 202 and 198 mg/dl" with a life scan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.